Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
It was reported by the caller, clinical account specialist that the soundstar® catheter was connected and the ultrasound system did not recognize the probe. The caller noted it was recognized by the carto¿ 3 system. The catheter was reseated at both ends without resolution. The ultrasound system was rebooted without resolution. The carto¿ 3 system was rebooted and the issue persisted. The catheter was replaced with an acuson acunav¿ ultrasound catheter, and it was not recognized by the ultrasound system. The caller noted the ultrasound system was aborted. The procedure continued. The caller stated both catheters were ge s70 system compatible. The caller noted both catheters were brand new. This resulted in a delay of 1 hour and the exam was completed without the use of ice. There was no patient injury.